Event description:
A hospital staff member reported that the patient was successfully registered with the tracer technique and that navigational accuracy was confirmed. They used the system for navigation. The staff member stepped out of the room, when she came back in the system was on the registration screen and "nobody touched the system." She attempted to use the existing "tracer point cloud" to register and proceed to navigate, but the system said they did had not collected enough points. Surgery continued without navigation. No impact to the patient outcome was reported.

Manufacturer narrative:
If the probe tip touches the back button on the reference frame without the user realizing it the software will go back to the registration screen. No parts or files have been returned to the manufacturer for evaluation.